Event description:
Reporter indicated a vns generator was at end of service, before being implanted in a patient. The generator was returned to the manufacturer, and an analysis performed on the generator, confirmed the end-of-service warning message. The message was found to be associated with the output being disabled by the pulse generator. A root cause for this condition could not be determined. Once the output was re-enabled, the following was observed. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional mechanical, or visual issues identified with the returned generator. The reported eos condition was not duplicated during the pa analysis. Further investigation is being conducted to identify the cause of the event.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.